Event description:
The customer reported the coulter lh780 hematology analyzer did not generate an instrument flag for one patient specimen. A manual review indicated 10% blasts. Discrepant results were reported out of the laboratory and the physician questioned the results. The same sample reruns on the laboratory's other lh780 analyzer and two other lh750 analyzers did not flag for blasts but did generate messages for immne1 and immne2. A rerun of the same sample on a competitor analyzer also flagged for blasts. The differential was corrected with the manual results. It is unknown if there was any change to patient treatment.

Manufacturer narrative:
The instrument is currently performing within qc specifications with respect to controls (accuracy and precision). Controls were run before the event and recovered within assay ranges. Flagging preferences are set to 2222 (mid-level for blast, variant lymph, immne1, and immne2). Raw data has been requested but not yet received.